Event description:
It was reported that the pt was admitted in 2004 with symptoms of prolonged discomfort in the upper, mid back radiating to the chest. The symptoms had been waxing and warning for approximately one day. They were diagnosed with recurrent angina and had cardiac catheterization performed. The results revealed that the saphenous vein grafts to the diagonal and right coronary arteries were patent. The inferior mesenteric artery graft to the lad was occluded and the native lad exhibited a mid 80% stenosis. The mid lad lesion was successfully stented; however, the procedure was complicated by the separation of the angioplasty balloon from the shaft. The detached balloon was successfully covered with a stent and good angiographic results were obtained. Due to the detached balloon, the physician prescribed coumadin therapy for 6 months in addition to the standard aspirin/plavix combination typically given post-stent placement. At the time of discharge, the pt felt great and denied upper back discomfort symptoms. On their follow-up visit on 09/04, the pt reports that they did well for a couple of days, but then felt tired, worn out and short of breath with exertion. They also experienced occasional episodes of mid, upper back discomfort of short duration, but with characteristics similar to those they had previously experienced. The pt let the symptoms resolve on their own and did not use nitroglycerin. The pt is concerned regarding the dislodged balloon complication during the angioplasty procedure. The pt denies symptoms of positional nocturnal dyspnea, orthopnea, palpitations, or lower extremity edema. Physical exam in 09/2004 revealed no acute distress with a physical exam within noraml limits. The pt was started on a nitroglycerine patch and plans were made to perform a cardiac catherization in 1-2 weeks.